Manufacturer narrative:
The device was returned for evaluation. The customer¿s reported issue was not confirmed as no flashing of the image was confirmed, however, an image defect (smeared and partially blackout) was observed, due to a defective cable unit. The cable unit was found deformed / twisted. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high definition camera head was returned to the regional repair center for a reported image defect, flashed a few times during surgery but then it was fine and the surgery was completed. Upon inspecting and testing, an image defect (smeared and partially blacked out) was observed, due to a defective cable unit. This report is being submitted to capture the smeared and partially blacked out image. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the poor image quality was due to disconnection or poor contact inside the cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.